Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the camera involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. There was damaged to the stage assembly due to mechanical shock, which, required repair/replacement. Additional findings observed were the camera handle discoloration, camera housing components worn, which, needed replacement and light cable was cut and also needed replacement. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy surgical procedure, the camera instrument was blurry and would not auto-focus, the procedure was converted to laparoscopic surgery and completed successfully. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon could not focus the image from either the surgeon side console (ssc) or camera head. After troubleshooting with an intuitive surgical, inc. (Isi) technical support engineer (tse), the procedure was converted to laparoscopic surgery and was completed with no report of patient injury. On 26-apr-2021, isi obtained the following additional information from an isi clinical territory associate (cta), who spoke directly with the surgeon, regarding the reported event: during the procedure, the surgeon reported that the camera was blurry and would not auto-focus on their si system; ultimately, the procedure was converted to laparoscopic surgery. The surgeon had ¿completed a case just before this procedure and the system was working fine¿. There was no report of vision issues with the high-resolution stereo viewer (hrsv). The surgeon confirmed they did not check the system or instruments prior to this procedure since ¿everything seemed fine¿. It was unknown how long the procedure had been in progress when the issue occurred. The customer site called an tse for assistance and was instructed to check the camera cable tightness; however, the issue remained. The surgeon stated that the reason for the conversion was due to the site not having a backup camera head or camera cable available for use. The customer site was advised to order backup camera(s) and cable(s). The tse also reviewed the system logs during the support call and found no associated faults. The surgeon confirmed that there was no patient injury and the conversion to laparoscopic surgery completed without incident or complications. The patient was reported as doing well and there have been no reported post-operative complications.